Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead perforated the heart wall resulting in a pericardial effusion however this could not be confirmed via radiological imaging. Surgical intervention was performed and the lead was repositioned. Following the repositioning of the lead the pacing impedance measurements were lower than expected but still within normal limits. The physician accepted these values as the physician did not want to reposition again. No additional adverse patient effects were reported. The lead remains in service.